Manufacturer narrative:
The lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The balloon catheter was returned for evaluation in four pieces. A portion of the catheter containing the hub appeared to be cut from the catheter, along with a portion of the inner polyimide. A segment of the balloon was returned detached. The distal balloon segment was bunched and prolapsed at the distal tip. The balloon had ruptured circumferentially. The edges of the ruptured balloon were returned jagged which indictes that it was not a clean rupture and excessive external force was applied. Functional testing could not be inflated/deflated. Based on the condition of the returned sample, the investigation is confirmed for a detached balloon segment, a complete circumferential balloon rupture, and retraction problems. Per the reported details, a hand syringe was used during the event.

Event description:
It was reported that the pta balloon ruptured during the first inflation in an a-v fistula. During retraction through the sheath, a section of the balloon detached. The balloon catheter, including the detached segment, was removed in its entirety through the original access site. There was no reported patient injury.